Manufacturer narrative:
The pump has been returned to animas. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. Unrelated to the complaint battery compartment threads were found below the rubber gripper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the keypad buttons did not activate desired pump functions when pressed. The buttons still spring back normally when pressed. There was no reported patient impact associated with this complaint.